Manufacturer narrative:
(Secondary intervention necessary) - evaluation results: (endoleak). Conclusion: other, (unk cause of endoleak).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as moderate calcification in the distal aortic bifurcation and mild calcification in the common iliac arteries. The infrarenal neck was at least 2.5 cm in length. It was reported that the final angiogram demonstrated an unk type endoleak (MDR 2953200-2009-00504). The physician attempted to isolate the unk endoleak by performing angiograms through a marker pigtail with a reliant balloon occluding various parts of the graft. It appeared as if the leak was in the middle portion of the ipsilateral limb and a device (MDR 2953200-2009-00505) was implanted to cover the apparent leak. This was not of substantial improvement. The physician elected to place a device distally in the ipsilateral limb to increase the amount of limb coverage into the common iliac. This did not substantially reduce the flow out from the graft. The CT was re-reviewed and it was determined that there are distal and proximal type I endoleaks present. The pt will be treated at a later date. No additional clinical sequelae were reported, and the pt is fine.